Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding patient spinal therapy for broken rods. It was reported that the driver was broken, and no fragments were left inside the patient. There was patient involved in the event and no further complications or symptoms were reported. Procedure involved in the event was lumbar revision and levels implanted was s1.